Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a button/keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: the battery compartment was free of moisture. The display lens was also free of moisture. All the keypad buttons were damaged. The keypad was peeling. All the keypad buttons were present and functioned intermittently. The keypad was removed and contamination was present under all the button contacts. No further moisture was present in the device. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.